Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause of the events were not reported. It was reported the patient was hospitalized for the events. It was not reported if the patient was treated for the events. Pd therapy was put on hold and the patient was switched to hemodialysis therapy (ongoing). At the time of this report, the patient remained hospitalized and was not recovered from the cloudy effluent and was recovering from abdominal pain. No additional information is available.

Manufacturer narrative:
Additional information: b5. B5: upon follow up, on an unknown date, it was reported that the patient recovered from abdominal pain. On an unknown date, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.